Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Blood was observed on the adhesive pad and in the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. Although blood was observed on the soft cannula tip, fluid flowed unobstructed through the fluid path. The exact cause of the bleeding/bruising could not be conclusively determined.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 19 mmol/l (342 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The patient reported that their bg levels were high with no change after corrections. The patient noticed blood on the adhesive around the cannula site and bleeding upon removal from the right upper arm. The patient reported no insulin smell or wetness, suggested possible occlusion due to blood at the cannula tip, and used an insulin pen as backup. The patient monitored ketones at home, noted a reading of 1.3, and did not seek emergency care. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.